Manufacturer narrative:
Concomitant product: product ID: 8709, serial# j12403r24, implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that during a system upgrade a health care professional (hcp) was not getting csf so tried replacing but was unable. The pump was programmed to minimum rate until new catheter could be put in place. Additional information received reported the existing catheter was still in place. A planned replacement was to occur in the near future. The pump was used to infuse an unknown drug. No patient symptoms, outcome or drug information were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.